Manufacturer narrative:
Age of device: 1 year, 11 months, 3 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient felt weak on (B)(6) 2018 and encountered focal motor seizures on (B)(6) 2018. Patient was hospitalized subsequently on (B)(6) 2018. A CT scan was performed the same day and report showed 8mm thick acute right convexity subdural hematoma with an associated 5mm right to left mid-line shift. However, there were no evidence of acute infarct. CT scan report also showed scattered cutaneous calcification along the face. No fractures were found and sinuses were pneumatized. Patient's ancoagulation regimen at the time of event included aspirin and warfarin. Patient was on coumadin with a supratherapeutic inr (3.34) .patient's anticoagulation regimen was reversed and held to decrease likelihood of further bleeding, keppra was added. No acute surgery was planned to be carried out due to comorbidities and surgical risk. No further information was provided.

Manufacturer narrative:
The initial report for the event referenced cardiac arrhythmias after the patient had been implanted with their heartmate device. A separate event has been created since this event occurred on a different date and is reported in MFR # 2916596-2021-00655. Manufacturer investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The center submitted a system controller log file dated from (B)(6) 2018, through (B)(6) 2018, for review. The majority of the captured events were routine power source exchanges and pulsatility index (pi) events. During the time, the pump power, estimated flow, and average pi remained stable in the ranges of 4.6-6.9 watts, 3.4-7.8 lpm, and 3.0-8.0, respectively. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. A review of the device history records found no deviations from manufacturing specifications or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. (B)(6), was shipped with heartmate ii lvas instructions for use (IFU) rev. D. Section 1 of this IFU lists neurological dysfunction and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of this document provides details regarding the recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2018 the patient woke up with focal motor seizures in their left upper extremity. The customer reported that the patient felt that it was related to the pump. The patient was feeling weak the day before and had headache and intermittent dizziness. The customer reported that patient has a history of post-implant arrhythmias (both atrial and ventricular rhythms with implantable cardioverter defibrillator shocks). The customer reported that the patient did not encounter any traumatic events or falls. The patient's anticoagulation regimen at the time of the event included aspirin and warfarin. The patient was on coumadin with a supratherapeutic international normalized ratio of 3.34. It was reported that the patient was hospitalized subsequently on (B)(6) 2018. A computed tomography scan was performed on the same day and the patient was diagnosed to have an 8mm thick acute right convexity subdural hematoma with an associated 5mm right to left mid-line shift. However, there was no evidence of acute infarct. They also noted scattered cutaneous calcification along the face. No fractures were found and sinuses were pneumatized. The patient's anticoagulation regimen was reversed and held to decrease the likelihood of further bleeding, keppra was added. The customer reported that no acute surgery would be carried out due to comorbidities and surgical risk. The log file readings included speed of 9200rpm, flow of 4.3 l/min, pulsatility index (pi) of 7.3, and power at 5 watts. On 03jun2018, the patient was admitted to the neurological intensive care unit for frequent neurological checks. Kepra at 1g twice daily was started to prevent seizures. The patient's strength and coordination continued to improve and they were eligible for "air placement." The patient reportedly experienced left-sided weakness, poor balance, confusion, and deficits in functional mobility and gait. On (B)(6) 2018, the patient became progressive somnolent (sleepy/drowsy) and then unresponsive prompting rapid response initiation. The patient recovered consciousness and was transferred to the trauma intensive care unit. Initially, there was most concern for possible expanding subdural hematoma and increased intracranial pressure, but a head computed tomography scan showed no change in midline shift. Labs showed normal lactate with white blood cell count slightly elevated to 16, and were otherwise unremarkable. Vitals remained stable and the patient's mental status slowly improved over the following 1-2 hours. The patient had recently been started on levofloxacin, but given the severity of their symptoms, the cause was determined unlikely to be delirium. The event was most likely caused by a seizure. A head computed tomography (CT) scan showed no acute change. A full analysis of this CT scan was provided. On (B)(6) 2018, the patient was reportedly undergoing abnormal continuous electroencephalograph monitoring with video due to: 1. Diffuse background slowing, showing moderate improvement during the course of the study, 2. Asymmetrical excessive slowing and lower voltage over the right hemisphere, and 3. Occasional left temporal sharp waves. Diffuse slowing implies bihemispheric dysfunction which may be due to toxic, metabolic, or primary neuronal disorders. Focal slowing is consistent with the known region of subdural hematoma. Epileptiform discharges are suggestive of a region of cortical irritability and decreased seizure threshold. On (B)(6) 2018, the patient underwent burr hole drainage of the right subdural hematoma. Repeat brain imaging demonstrated that the subdural hematoma had become hypodense but was also creating mass effect/brain compression with midline shift. The patient had persistent worsening mental status, so the decision was made to move forward with evacuation.

Manufacturer narrative:
The patient remains ongoing on vad support and no further related issues have been reported. A direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. Stroke and bleeding is addressed in the instructions for use as a potential adverse event associated with lvad therapy. Medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The patient remains ongoing on vad support with no further issues reported. No further information was provided. The manufacturer is closing the file on this event.